Manufacturer narrative:
Device was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. Device passed the self test and displacement test. No haze/fog was found on the lcd screen during visual inspection. The formatted history files shows duplicate blood glucose value of 82 mg/dl, first entry recorded from the rf-linked blood glucose meter at (B)(6) 2019 00:27:28 and second entry recorded 82 mg/dl, sent for calibration process at (B)(6) 2019 00:27:32. The formatted history files doesn't show 136 blood glucose value recorded. No insulin pump history anomaly noted during the testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage, screen shows a daze and brightness causing light fog. The customer¿s blood glucose was 136 mg/dl, 82 mg/dl. The customer was assisted with troubleshooting. Customer stated that they can read the screen but it did not right and poor quality. The insulin pump will be returned for analysis.